Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was going more frequently during the day and gets up at least 3 times at night, which started about 2 weeks ago. The patient stated that when they go, it¿s a small amount. The patient also reported that they had lost about 12 pounds and could see the ins more, and when sitting on it sometimes it would hurt. This issue also started about 2 weeks ago. The patient stated they went to check their device, put in new batteries in the patient programmer, but when they tried to connect, they only received the poor communication screen. During the troubleshooting on the call, the patient was still not able to connect with or without the antenna. The patient also reported that the ins was moving around in the pocket site, not flipping, it was moving around. It was reviewed that movement in the ins site could contribute to the difficulty connecting to the ins, and it was possible that the ins had reached eos due to the age of the implant. The patient noted checking the ins about 2 weeks ago but didn¿t pay attention to the details of the screen as they had difficulty remembering things. The patient also noted the last time the ins was checked at a healthcare provider¿s office was about a year ago. The patient was redirected to their healthcare provider to schedule an appointment. No further complications were reported.